Event description:
Pt did not feel the device stimulate when they swiped it with the magnet. The pt reportedly felt a seizure coming on and attempted to initiate magnet mode stimulation with no effect. The pt described the method used to swipe the device with the magnet and was apparently following MFR's directions for initiating magnet mode stimulation. Investigation to date has been unable to determine whether the device is functioning properly.